Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported via reply card an intraocular lens (iol) was not implanted because it was defective. Additional information was requested.